Event description:
It was reported that a day after a MRI scan was performed the patient was experiencing difficulty charging the deep brain stimulation dbs implantable pulse generator ipg wherein causing changes in the behavior of her body. The ipg would not hold a full charge. Many attempts were made to resolve the charging issues over a period of time but were unsuccessful. Data base analysis revealed that impedance values support that the dbs system was intact, however the significant change in battery voltage discharge supports that the device may have been compromised after being exposed to the reported MRI scan. The patient underwent a revision procedure where the ipg was replaced. The patient was noted to be doing well post-operatively.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and revealed that the ipg was in hibernation and it was fully charged in one cycle. A review of the patients data verified that the stimulation has been on all the time even during the charging cycles and there was a significant change in battery voltage discharge. The battery depletion rate and quiescent current were slightly higher than the expected range. Investigation conclusion: based on all available information, engineers concluded that the reported event of the patient experiencing difficulty charging the ipg after a MRI scan was performed was confirmed. A review of the patient's data verified that there was a significant change in battery voltage discharge after the recent MRI scan. The battery depletion rate and quiescent current were slightly higher than the expected range. Additionally, a labeling review identified magnetic resonance imaging (MRI) patients implanted with the full vercise dbs system (leads, extensions, and stimulator) should not be subjected to MRI. MRI exposure may result in damage to the stimulator's electronics. Therefore, the probable root cause is unintended use error caused or contributed to this event.

Event description:
It was reported that a day after a MRI scan was performed the patient was experiencing difficulty charging the deep brain stimulation dbs implantable pulse generator ipg wherein causing changes in the behavior of her body. The ipg would not hold a full charge. Many attempts were made to resolve the charging issues over a period of time but were unsuccessful. Data base analysis revealed that impedance values support that the dbs system was intact, however the significant change in battery voltage discharge supports that the device may have been compromised after being exposed to the reported MRI scan. The patient underwent a revision procedure where the ipg was replaced. The patient was noted to be doing well post-operatively.